Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was not detected. A field service engineer (fse) reseated rowboard cable and retractor band to resolve the issue. Then, the fse ran firmware updates and rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was intermittently failing multiple pockets over the past few months. The customer stated that the drawer was not detected on the bus despite multiple restarts, progressing from a single pocket failure to complete drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.